Event description:
The customer reported the system displayed a generator error. The staff powered down and restarted the system. The case was completed successfully. No injury to patient was reported.

Manufacturer narrative:
The ge service rep was unable to duplicate the problem. The generator error can be created by monoblock, batteries, the monoblock controller and hv cable. All check in good operating condition at time of inspection. The rep verified all cabling and internal power supplies were operational.